Manufacturer narrative:
H6; the reported event, for excessive heat during use, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, the tip of the device overheated and broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report addresses the overheating of the device.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the tip of the device overheated and broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report addresses the overheating of the device.